Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: customer did not return the complaint part for investigation. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. Probable causes could be the lack of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The patient's race and ethnicity were not provided; however, the patient's nationality is listed as turkish. The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. This report is for the 1st of 2 failed implants on the same patient. See report 3011649314-2019-00405 ((B)(6)) for the report on the 2nd implant.

Event description:
It was reported that an inclusive tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #27 (universal). The patient returned on (B)(6) 2019 for second stage surgery. After examination, the doctor noted that the implant lacked primary stability. The implant was then removed. The patient's current condition is reported to be fine. The patient has type iii bone quality, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.